Manufacturer narrative:
No product was returned for evaluation and review of the device history was not possible since the lot number was unavailable. Based on the info provided by st jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery.

Event description:
It was reported through a conference presentation (cardiovascular intervention and therapeutics. Three pts out of 651 pts experienced vessel occlusion post angio-seal deployments since july of 2007. The following info is one of the pts. Following rotablator use and a drug eluting stent for a 90% stenosis from the left femoral artery toward the mid portion of the left anterior descending artery, an angio-seal sts plus was selected for use. A pre-deployment angiography was not performed. At the time of discharge, an intermittent claudication was observed in the left inferior limb, and an ultrasound revealed an occlusion in the common femoral artery. A thromboendarterectomy was performed, and it was noted that the angio-seal unit had fallen into the blood vessel. The pt has recovered. There were no reported consequences to the pt. The deploying physician is unk. Even though the deployment was performed per instruction for use (IFU), the physician admitted that it was improper use. The implant date was between 2008 - 2009. No additional info is available.